Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) administration sets with millipore 0.22mic IV express filter were leaking air from the back of the plastic filter capsule. This issue was observed during bubble point integrity test after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured on january 2021. H10: one actual device was received for evaluation. The other sample was not received and therefore, could not be evaluated. Visual inspection was performed on the returned sample which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed (including gravity and leak testing) and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.